Event description:
It was reported an er420 was used during a laparoscopic nephrectomy. It was reported by the affiliate the clip scissored. (Did not cut the vessel) a new clip applier was used to complete the case. There was no consequence to the patient.